Manufacturer narrative:
(B)(4).

Event description:
It was reported that, following a reprogramming of the device, the pt experienced no stimulation sensation in program c. It was later reported that the pt met with the physician and manufacturer rep regarding this event. The device was not successfully reprogrammed and the pt still had problems with the device system. The pt had revision surgery on (B)(6), 2011, at which time both leads were replaced due to high impedance readings on all of the electrodes. The leads were cut and will not be returned to the manufacturer. The pt was doing "fantastic" following the procedure.